Manufacturer narrative:
Investigation report on retained samples.

Event description:
On the first day the clinic started using the nipro btl, 1 patient had an allergic reaction after 5 minutes of starting the treatment. Patient complained of shortness of breath and chest pain, treatment was discontinued and patient was sent to the hospital, observed then sent back to the clinic to resume treatment. Treatment was restarted but lines were primed with 2 bags of saline and benadryl was given, no reactions noted. Second treatment lines were still primed with 2 bags of saline but no benadryl and patient had no reactions. With the rest of the treatments, they're priming lines with 2 bags of saline and will do the same with future treatments. No further information has been provided.